Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that during revision surgery of an exeter, the surgeon planned to swap the femoral head and leave the stem in situ. During the case, the trial head (item code: (B)(4)) became stuck on the trunnion of the stem meaning the entire stem had to be removed and a cement in cement revision had to be performed. This added at least 40 minutes to the surgical time. The revision was performed successfully.

Manufacturer narrative:
An event regarding seating/locking issues involving a exeter trial was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as the operative report as well as details of the implanted stem and dimensional inspection of the trial before damage occurred are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that during revision surgery of an exeter, the surgeon planned to swap the femoral head and leave the stem in situ. During the case, the trial head (item code: 6364-7-132) became stuck on the trunnion of the stem meaning the entire stem had to be removed and a cement in cement revision had to be performed. This added at least 40 minutes to the surgical time. The revision was performed successfully.